Event description:
Information received from the field notes that post implant measurements showed intermittent undersensing at .5mv. Pacing thresholds and impedances were good. The patient was not pacemaker dependent and in sinus at rates between 80 bpm and 130 bpm due to atrial fibrillation. The patient was scheduled for av nodal ablation. The physician requested that the pacer rate be turned down to allow the patient's sinus rhythm to take control.